Manufacturer narrative:
Evaluation summary - issue: injury needle break off. Evaluation: regulatory compliance complaint lab received two (2) loose pen needles with no shield nor teardrop labels in a plastic vial. Customer claims pen needle broke off in the side of his belly and he went to the ER and they surgically removed it. Regulatory compliance evaluated returned product for needle break off. One out of two pen needles exhibited a broken needle at the hub area and the broken free cannula was also received and exhibited reddish substance along the cannula shaft. The second pen needle revealed ben cannula. Product forwarded to worldwide microscopy lab for further identification of cannula break off.

Event description:
Consumer reported that pen needle broke off in his stomach. Consumer went to emergency room and had it surgically removed.